Manufacturer narrative:
The t:slim cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. To resolve the issue, the customer resumed insulin therapy. Reportedly, novolog insulin was being used and the cartridge was being used for more than 6 days. Blood glucose level was 168 mg/dl.